Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the staple formation wasn't complete at the right side of the staple lines. As the staple malformation was on the pt side, there was a lot of bleeding and the operator had to ligate the vein with suture. The total volume of blood loss was not much and no transfusion was required. There was no pt consequence.